Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the provided info. It was noted the product was implanted for approx sixteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated, depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain due to femoral and tibial loosening.